Manufacturer narrative:
As reported, about 1.3 years post-implant of the medium ventralex st mesh, the patient was diagnosed with cellulitis of the trunk and was treated with intravenous antibiotics. As reported, the ae is resolving. The clinician has assessed the patient¿s postoperative course as being possibly related to the study device, however, based on the information provided, no conclusion can be made. Infection is a known inherent risk of surgery. The adverse reactions section of the instructions-for-use, supplied with the device lists infection as a possible complication. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." To date, this is the only reported complaint for this manufacturing lot. This MDR represents the medium ventralex st mesh. Two additional mdrs were submitted to represent the small ventralex st mesh and large ventralex st mesh.

Event description:
Reported per clinical trial (B)(4): (B)(6) 2016 - subject patient underwent an open technique procedure for primary right upper quadrant incisional hernia repair using a small ventralex st mesh, primary left upper quadrant incisional hernia repair using a medium ventralex st mesh and incisional hernia repair using a large ventralex st mesh, which were fixated using sutures full skin closure was achieved using staples and sutures. The patient was discharged from the hospital on (B)(6) 2016. (B)(6) 2018 - patient presented to emergency department with fever, chills, weakness and redness of abdomen. Patient admitted and diagnosed with cellulitis secondary to infected mesh. CT imaging showed infection of the mesh. Wound dehiscence was noted, the mesh (large ventralex st mesh) was intact. Patient was diagnosed with a superficial incisional surgical site infection (ssi) and treated with intravenous antibiotics. The patient was discharged from hospital on (B)(6) 2018. As reported, the subject was implanted with a non-study mesh in addition to study mesh at the index procedure and it cannot be determined which mesh caused the infection. Per the study clinician, the reported adverse event (cellulitis) has been assessed as moderate, possibly related to the medium ventralex st mesh and definitely related to the index procedure. As reported, the ae is reported as recovering/resolving.